Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Rf generator did not fail for a short but did fail self-test on power up and audible alarm. There was a seating problem on the cpu pcb with the cpu chip and it's socket. Ic u11 on the cpu pcb was reseated and then unit passed s.t.o.p. And functional testing. The complaint investigation has concluded that the cause of self-test failure was a seating problem with ic u11 on the cpu pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Rf generator did not fail for a short but did fail self-test on power up and audible alarm. There was a seating problem on the cpu pcb with the cpu chip and it's socket. Ic u11 on the cpu pcb was reseated and then unit passed s.t.o.p. And functional testing. The complaint investigation has concluded that the cause of self-test failure was a seating problem with ic u11 on the cpu pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device shorted out.